Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated glucose levels while using an infusion set. The patient had last changed their supplies earlier in the week, and the patient¿s caregiver contacted support for assistance. A review of insulin delivery showed gaps consistent with glucose levels trending downward, which can cause the device to appropriately reduce insulin delivery. The patient had consumed food with higher carbohydrate content than usual, which may have contributed to the elevated glucose reading. The patient and caregiver inspected the infusion site, performed a tubing fill test, and found no abnormalities with the supplies. They were advised that incorrect meal announcing could also contribute to elevated glucose and to allow time to see if levels began to decline before performing a supply change. The patient¿s glucose level reached a high of 312 mg/dl and remained outside the target range for approximately two hours. No backup therapy, ketone testing, medical intervention, or other assistance was used, aside from the caregiver who regularly supports the patient. No adverse health effects were reported. The caregiver later confirmed that the patient¿s glucose was trending downward. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.